Manufacturer narrative:
(B)(4). Concomitant medical products: series a patella, catalog #:184766, lot #: 699130, e1 vngd as tib brg 12x67m, catalog #: ep-189042, lot #: 440860, biomet cc cruciate tray 67mm, catalog #: 141232, lot #: 959570, vanguard cr ilok fem-rt 62.5, catalog #: 183006, lot #: 738640, biomet hyperblade 1.37x25.4x85, catalog #: 516025, lot #: 444643. It is unknown if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised due to swelling and locking bar backed out.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of revision op notes which indicated patient underwent revision surgery due to failed locking bar component. The notes state that when the knee was opened it was seen that the locking bar had backed out. New locking bar was inserted and snapped into place and was noted to properly lock. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.